Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was not recorded. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new sensor was sent to the customer. No further information was provided